Event description:
Customer reported experiencing high blood glucose and it was in the 200 mg/dl range. Customer's highest blood glucose was 297 mg/dl. Troubleshooting was performed. Customer reported the reservoir had air bubbles present. Customer stated the device was disconnected when he rewound the device. Customer was advised to do a fixed prime until air bubbles were out. Customer was advised to tap the reservoir to gather all the small bubbles in the reservoir to make a big bubble. Customer reported a big bubble was formed. Customer device was being exchanged so troubleshooting was stopped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.